Event description:
It was reported that during an unknown procedure, firing at fundus using a blue load. The tissue was pushed out of the stapler as the knife advanced resulting in an incomplete staple line and perforation. A second firing attempt was made (12th firing) to correct this but the result was the same. The case was completed using a second device and over sewing the defect. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: per the sales rep: prior to this firing the surgeon fired a blue reload across gastric placation previously used to hold a gastric band in place. The firing in question overlapped with the staple line fired to take down the placation. By the time he fired once more to correct the initial faulty firing the stapler would have been firing over 2 staple lines in a more linear than perpendicular fashion. Surgeon was adamant that the blade was dull and it was stapler error. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Please refer the instructions for use for more information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.